Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is misuse resulting from incorrect setup, including being connected to a pump with physical damage, and the need for upgrades.

Event description:
On 11/14/2025, a distributor reported via (B)(4) that an ar-6480 dw arthroscopy pump experienced a pressure issue during a case with no adverse effects on the patient. 11/20/25: additional information was received on 11/20/25. Arthrex tubing was used, but the type is unknown. The event occurred on two separate occasions, once during a shoulder scope and a second time during a knee scope. The complaint pump was used to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.